Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm. The patient was enrolled in medtronic's pivotal clinical trial. Seven weeks post stent graft implant, the patient had a right groin wound infection which was reported to be healing well per the operative report. The operative report also documented that a CT scan demonstrated no evidence of endoleak and the stent graft appears well seated and well sealed. No additional clinical sequelae were reported.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.